Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope had loose contact in plug unit and the image was flickering. This was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of loose plug was not confirmed. Olympus was able to confirm the customer failure of the image flickers. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, and the image appeared purple. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image flickers and image is purple most probable cause is video cable is broken. Olympus will continue to monitor field performance for this device.